Event description:
It was reported that the flex video scope had stent stuck in biopsy channel. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: foreign material stuck in the channel. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of stent being found stuck in the biopsy channel is traced to component failure. However, the probable cause of accumulation of foreign material in the channel could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.